Event description:
It was reported that during volume ventilation the flexible tube of the device disconnected from an adaptor of another MFR. The connection was re-established and there were no pt sequelae.